Manufacturer narrative:
(B)(4). Date sent: 1/29/2020. Investigation summary: the analysis results found that the mcm30 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed. Therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t92x8y. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Event description:
It was reported that during the open hepatectomy surgery, after fired, the clip was not closed and fell off. Removed the falling clip and changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.